Event description:
The customer reported via phone call that he was having issues with the sensors. The customer's sensor glucose reading was 100 mg/dl but his blood glucose level was about 450 mg/dl. The customer was not feeling well to troubleshoot. He was going to treat his high blood glucose and rest. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.